Event description:
It was reported that the right ventricular (rv) lead helix was bent. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead also had a loss of sensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. (B)(4).